Event description:
The reported complaint notes that the monitor looks like it had been dropped. Info regarding whether this is related to a product malfunction is unk. No pt harm was reported.

Manufacturer narrative:
(B)(4). The reported complaint notes that the monitor looks like it had been dropped. Info regarding whether this is related to a product malfunction is unk. No pt harm was reported. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.